Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary hpsds station undergone automatic reboots and stalled daily between 4:00 pm and 5:00 pm cst, caused the system to freeze and prevented rn access for approximately 45 minutes; a manual reboot was required to restore functionality. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.